Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. Therefore, the reported issue could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who experienced a connection issue in an unspecified location while performing peritoneal dialysis therapy. This occurred during an unspecified process step. The patient woke up disconnected from the setup. The technical service representative assisted the patient in ending therapy. Patient would start over later with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.